Event description:
It was reported that the device was used during an axillary node dissection. It was reported by the rep that the surgeon stated the tim20 fired rough with the clips popping out of the applier. Another tim20 instrument was opened and used to complete the case. There was no consequence to the pt.